Event description:
Follow up with the servicing funeral home showed that the patient was buried, and per their policy that buried patients do not have devices removed, the patient¿s device was unavailable to be returned. Follow up with the office of the treating physician showed the last available settings and diagnostics prior to the patient¿s death, which were within normal limits. Follow up with the hospital tending to the patient at the time of death showed that the patient was admitted for acute respiratory failure. The patient appeared to die from the failure and suspected septic shock from a respiratory source. The respiratory failure was believed to relate to chronic congestive heart failure. The patient was on ventilation until palliative care was initiated. The patient continued to be in respiratory distress of varying degrees until his death. No additional pertinent information has been received to date.

Event description:
It was reported that the patient had passed away. An online obituary search revealed the date of death, but no other relevant information was stated. The generator and lead device history records were reviewed and found that all specifications were met prior to distribution. No additional pertinent information has been received to date.